Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had issues with two sensors. The customer experienced high blood glucose levels. When she was fixing her high blood glucose levels, her blood glucose level went low. Customer's blood glucose level was 430 mg/dl. She treated her blood glucose level with additional boluses from the insulin pump. Troubleshooting was declined. The device was not returned.